Event description:
Customer reports blood glucose result of 123 mg/dl obtained on the compact system. States she blacked out, and blood glucose result on paramedic's meter was over 300 mg/dl. Customer refused treatment. No actions taken based on device results. Requested return of suspect device and replacement was sent.